Event description:
It was reported that this was an arteriotomy closure of calcified bilateral common femoral arteries using the pre-close technique via a 7f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two prostyle devices were successfully pre-placed in both the right common femoral artery (rcfa) and left common femoral artery (lcfa). The sheath was upsized to a 14f in the rcfa and to a 12f in the lcfa. The aaa procedure was completed. Reportedly, there was difficulty advancing the suture trimmer/knot pusher and a suture break occurred with the two pre-placed prostyle sutures in both access sites. Cut down surgery of both access sites was performed to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty advancing the knot may include, but are not limited, to the user tensions rail suture without distal advancement with knot pusher; the user tensions/advances non-rail (white) suture. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional prostyle devices referenced in b5 are being filed under separate manufacturer report numbers.